Manufacturer narrative:
Date of event is estimated. Additional components potentially involved in the event include: common device name: scs octrode lead, model: 3186, UDI: (B)(4), serial: (B)(6), batch: a000120842.

Event description:
It was reported that the patient experienced ineffective stimulation due to a fractured lead after taking a fall. Surgical intervention was undertaken on (B)(6) 2024 wherein the lead was explanted and replaced to address the issue. Therapy was restored post procedure. Investigation was unable to determine which lead attributed to this issue.